Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2010 to report that pt experienced a failed sensor seven days after insertion. Pt's mother reported that, upon removing the sensor, she discovered the sensor wire was broken and the distal fragment remained underneath pt's skin. She reported there was a small red bump at the insertion site. Pt's mother took him to the pediatrician because he had a fever and she was unsure if it was related to the retained sensor wire. Pediatrician was not concerned, indicated that there were no signs of infection, and advised pt's mother to let the wire work itself out of the body. Pt was doing well at the time of his mother's call to dexcom technical support. Pt's mother indicated that pt did get cgm readings during the full seven days of sensor wear.

Manufacturer narrative:
Dexcom, inc and FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.